Event description:
It was reported that the ventricular assist device (vad) driveline sheath was damaged. Servicing is scheduled to be performed.  The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing was performed. After removal of worn driveline (dl) sheath, multiple breaks were visible. Starting about 2 cm to the strain relief along 25cm of the length of the dl. Repair was performed in a single wrapping, from the strain relief down the length of the affected area.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-stie inspection and visual evidence provided by the site revealed degradation to a previous sheath repair and evidence of a patient self-repair. Removal of the previous sheath repair and patient self-repair revealed multiple cracks in the outer sheath of the driveline cable. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported event may be attributed to factors such as normal wear over time or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.